Manufacturer narrative:
With review of the available clinical data there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event include: biventricular failure prior to implant, worsening heart failure symptoms, liver failure, and prior medical and surgical history. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early post-operative period. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that a patient that was implanted on (B)(6) 2016 and had worsening heart failure symptoms and multisystem organ failure with respiratory failure and received a tracheostomy on (B)(6) 2016. On (B)(6) 2016 the patient also returned to the operating room for a washout of his mediastinum. On (B)(6) 2016 the patient had a culture of his tracheal aspirate with was positive for klebsiella. The patient continued to have worsening heart failure symptoms as well as worsening liver enzymes. The patient died on (B)(6) 2016 and the treatment team listed the cause of death: "cardiogenic shock, non-ischemic cardiomyopathy, hepatic failure, respiratory failure, acute blood loss anemia, coagulopathy, pneumonia, acute kidney injury, delirium, psychosis, and multisystem organ failure." No autopsy done. Pump retained in patient and will not be returned.